Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the pannus could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 9 months post implantation of a 23mm sapien 3 ultra valve, valve is failing from a combination of aortic stenosis and aortic central regurgitation. Per received medical records, the patient presented to the emergency department with increasing dyspnea, approximately 4 years and 9 months post implant. The patient was already being worked up for surgical evaluation of the aortic valve. A tte performed approximately 2 months prior to the admission noted valve appears stenotic with an ava of 0.6cm2, peak gradient of 69mmhg and trace aortic valve regurgitation. A tee performed a couple of weeks later noted aortic moderate prosthesis regurgitation, severe prosthesis stenosis and severe pannus formation of the prosthetic aortic valve. The patient was felt not to be a good surgical candidate, and the decision was made to place a 26mm non-edwards lifesciences valve. The patient was then transferred back to the room in good condition.